Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure (mini gastric bypass), the device was not sealing vessel. It continued with the sealing but did not seal as well. Before getting into trocar, they always checked that energy was delivered and machine was ready to use. During this they used gauge piece and the same happened. They then tried once in to the trocar on patient but same thing continued. It happened in or (operating room) itself but there was no trouble to patient due to the device issue as it did not seal. There was no end tone. Seal cycle continued and doctor left the seal and then error sound was heard. There was not much bleeding as doctor is a user of ligasure since last many years and blade was not run without ending the cycle. Doctor tried 3-6 times on different tissues but it did not seal. Tissue bundles were grasped properly and wasn't that thick as he was separating on omentum part. Procedure was completed with another ligasure probe. There was no patient injury.